Event description:
The wire broke through the coiled sheathing, and injured the patient's ureter. Coating on the wire came off exposing the inside part and it damaged the pt's ureter.

Manufacturer narrative:
(B)(4) - injury to the ureter is not listed in the instructions for use. (B)(4) - wire broke through coiled sheathing is not listed in the instructions for use. No product was returned to assist in this investigating. Per specifications, this device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport. In addition, each wire guide comes with an attached caution label which illustrates, "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." Without an inspection of the complaint product, a definite root cause cannot be found. In previous complaints we have found possible causes to include damage to the wire guide associated with withdrawal through the needle or other instrument. Less frequently, pt anatomy makes withdrawal of the wire guide difficult resulting in separation when the force exceeds design specification. It was most likely this latter explanation which allowed the mandrel wire to exit the coils. Pt anatomy is the most likely root cause for this event. We will continue to monitor for similar complaints. Per quality engineering risk assessment, there is insufficient risk to warrant risk reduction activities.